Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak in the balloon. The balloon was removed and replaced with a new one. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak in the balloon. The component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested]. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of fluid leak could not be confirmed.